Event description:
A procedure commenced to extract one right ventricular (rv) lead due to non function. Spectranetics glidelight devices, model 500-302, and model 500-303 were in use. The physician started with the 500-302 model, then upsized to a 500-303 in order to progress through the vessel. It was noticed the outer insulation of the lead starting to peel (snowplow). The physician was making the turn into the superior vena cava (svc). The device then appeared to advance through the svc curve and into the right atrium. Traction was also being applied. At this time, the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. Injuries were discovered at the svc and right atrium. Repair was made successfully and the patient survived the procedure.